Event description:
A surgeon reported eight pts experiencing a refractive surprise following intraocular lens (iol) implant surgery. Medical records were received which indicated the following: the target for this pt was for near correction. At the one week postoperative visit, the pt reported that she was "not seeing as well as before surgery"; that when she rubbed her eye, she felt like a piece of plastic folded in her eye and then opened back up; and that she needed a magnifying glass to read the newspaper. At the two week postoperative visit, she reported experiencing a blunt trauma; there was no change in visual acuity and no dislocation of the iol noted. At the six week postoperative visit, the pt reported blurred vision secondary to edema for which medications were started. Additional info has been requested. There are ten medical device reports associated with this event. This report is for the eighth patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/28/2010 and 11/10/2010 by phone, fax, and mail. Medical records were received on 10/22/2010. A completed questionnaire has not been received. (B)(4).